Event description:
The account alleged the head of the bed is going up by itself. No pt impact.

Manufacturer narrative:
The technician found the pt rubbing against the hand pendant. The technician placed the hand pendant on the opposite side of the bed to resolve the issue.